Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. It was suspected the drive module was faulty. Another was installed into the standby iabp for further testing and the same issue was observed. Another drive manifold was order and installed. The iabp is now operational and was released to the hospital for use.

Event description:
N/a

Manufacturer narrative:
The distributor's fse received the replacement drive manifold at a later date and repairs were completed upon installation of the new drive manifold. Subsequently, the fse completed all safety, functionality, and calibration tests, and all testing passed to factory specifications. The iabp unit was cleared for use and returned to the customer. It is expected that the suspected faulty drive manifold will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported during preventative maintenance (pm) performed by the distributor's getinge trained field service engineer, the new drive manifold installed generated an autofill failure during the automatic iab fill process. It was noted that failure code documented in the event logs indicated the k6 vent is having an issue. This is a failure upon installation of the drive manifold. The initial reported drive manifold leak has been reported under medwatch report 2249723-2021-01865.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. It was suspected the drive module was faulty. Another was installed into the standby iabp for further testing and the same issue was observed. Another drive manifold was order and installed. The iabp is not operational and was released to the hospital for use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in-house service by a getinge distributor, the cs300 intra-aortic balloon pump (iabp) had an autofill failure when the distributor replaced the drive manifold. There was no patient involvement, and no adverse event reported.